Event description:
Cytarabine primed with alaris tubing and with ICU medical spinning spiros device at the end came disconnected at the point of the spiros, 15 hours into a 24 hour continuous infusion of cytarabine. Devices used: ICU medical oncology kit with spinning psiros, c-clip, red cap ref ch3581, lot 5000420, exp: 9/1/2025; alaris tubing ref 11522558, lot (10)20116052, exp 11/13/2023. FDA safety report ID # (B)(4).